Manufacturer narrative:
The patient has discarded the device. No device sample returned for manufacturer analysis and no lot number reported. No investigation could be completed, and no root cause established. The relationship between the coopervision device and the incident is unconfirmed.

Event description:
It was reported by the patient that they experienced a corneal ulcer while using the device. The patient states the ulcer has resolved but left a scar on the cornea. Good faith efforts have been made to obtain further information without success. As of the date of report, additional information is unknown. This event is being reported in an abundance of caution due to unconfirmed diagnosis, lack of medical information, and unknown resolution.